Event description:
The customer reported that the agilia pump is alarming and displaying error 28: keyboard. The device was sent and received for further evaluation. Device evaluation anticipated, but not yet begun.

Event description:
One pump was received for evaluation. The evaluation confirmed the reported "alarmed error 28: keyboard". The device history review showed an error 28 (10x). The display board was replaced. After repair, the device was found to meet specification.